Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; d9; g3; h2; h3; h6 and h11. Corrected field: e1. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: operating channel; auxiliary channel; aspiration canal; air/water duct. Cfu: >100 colony forming unit (cfu). Bacterial identification: escherichia coli. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: >100 colony forming unit (cfu). Bacterial identification: escherichia coli. Sampling date: (B)(6) 2025. Sampling from: aspiration canal. Cfu: >100 colony forming unit (cfu). Bacterial identification: escherichia coli. Sampling date: (B)(6) 2025. Sampling from: air/water duct. Cfu: 28 colony forming unit (cfu). Bacterial identification: escherichia coli. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was tested negative by olympus; therefore, the end user request was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.